Manufacturer narrative:
Date of event: the event date was not reported. Forty five (45) days from the implant date was calculated as an estimate.

Event description:
It was reported that prosthetic aortic valve thrombosis occurred. A 27mm lotus edge valve was implanted successfully. Forty five (45) days later, the patient returned for a follow-up appointment. During the 45 days since implant, the patient was diagnosed with acute leukemia. An echocardiogram was performed while she started the chemotherapy for acute leukemia. It was noted that there was clinical leaflet thrombosis. The physician identified thrombosis on two of the three leaflets. The patient was started on lovenox and coumadin and results will be monitored.